Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a voltage test on the transmitter and it resulted in a zero volt discharge. No data was found in the share log to evaluate. The complaint of a loss of connection could not be confirmed. The root cause could not be determined, post investigation.